Event description:
Related manufacturer report number: 2017865-2022-38339. It was reported that the patient presented for follow-up with high capture threshold and under-sensing exhibited by the right atrial lead. A chest x-ray revealed that the lead was displaced from the original implant position and was pointing directly downward in the atrium which resulted in decreased p-wave amplitude. This affected the morphology discriminators of the implantable cardioverter defibrillator and caused inappropriate shock to be delivered by the device. Programming interventions were made. The patient was stable.